Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device cancelled the bolus itself. The information about the bolus interruption was listed in the history log. There was no information about an occlusion. No adverse event reported.